Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirmed the reported event. The device is of a previous design and the investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka. Before the surgery, when the hospital staff checked the device (p/n: 254501041), he/she had difficulty in inserting a attune patera drill trial into the device all the way inside because he/she felt the devise was too stuck to insert a drill trial. The staff tired with several drill trials, some of them could be inserted to the device all the way inside. The reason of the difficulty was unknown. During the surgery, the nurse could not insert a drill trial into the device. The surgery was completed without any surgical delay. Previous other devices had no problem about inserting a drill trial. No further information is available.